Manufacturer narrative:
Inspected one opened and used reservoir. A large crack alongside the reservoir was noted during visual inspection.

Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. The customer's blood glucose reading was 398mg/dl, and she was treated with a shot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.